Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post hysto, pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incision site pruritus ("itchy, my incisions are so itchy"), premenstrual dysphoric disorder ("pmdd"), abdominal pain lower ("cramping"), genital haemorrhage ("clotting/ bleeding") and menstrual disorder ("periods got worse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, incision site pruritus, premenstrual dysphoric disorder, abdominal pain lower, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, incision site pruritus, menstrual disorder, pelvic pain and premenstrual dysphoric disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and incision site pruritis, pelvic pain, premenstrual dysphoric disorder , genital bleeding, lower abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event medical device removal pt was updated to pelvic pain, and cramping, bleeding, premenstrual dysphoric disorder added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post hysto') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced incision site pruritus ("itchy, my incisions are so itchy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and incision site pruritus outcome was unknown. The reporter considered incision site pruritus and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and incision site pruritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: patient´s age added on 15-apr-2020: quality safety evaluation. On 23-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post hysto') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced incision site pruritus ("itchy, my incision are so itchy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and incision site pruritus outcome was unknown. The reporter considered incision site pruritus and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and incision site pruritis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.